Event description:
A patient reported experiencing inaccuratic erratic results with a ft meter. The patient's blood glucose results were 361, 294, 78 mg/dl. Tests were done within 10 minutes with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.